Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician via study reported that following cataract surgery with an intraocular lens (iol) implant procedure, patient had a mild hyperopic residual refraction since visits 2 (B)(6) 2024, and visit 2a (B)(6) 2024, at that moment patient vision quality was deemed as good and it was not considered as an adverse event since no symptoms where present. On visit 5a (B)(6) 2025, patient had a visual acuity of less than 20/20, so they made an unscheduled appointment to evaluate if patient was eligible for lasik which was performed on (B)(6) 2025, after the appointment patient was deemed as a good candidate for lasik surgery since visual acuity was caused by mild hyperopia but after the appointment patient told that had to think about having another surgery before accepting the procedure, the procedure was performed on (B)(6) 2025, after that an unscheduled visit was performed on (B)(6) 2025 where we found a good refractive result and the event was deemed as a resolved event. There are two medical device reports associated with this patient. This file is for right eye.